Event description:
A user reported that their pump screen was dark and would not turn on. There was no reported impact on the customer¿s blood glucose level. The pump was within warranty, and technical support provided instructions for testing the pump, which did not resolve the issue. It was decided to replace the pump, and the customer was informed of the need for replacement. The customer was instructed to return the malfunctioning pump to tandem using a pre-paid label and return box within 10 days. The outcome regarding backup insulin therapy was not shared by the customer.